Event description:
It was reported that a patient underwent an unknown procedure in 2023 and barbed suture was used. During the procedure or prior use on the patient, according to the customer, the thread is attached to the needle the wrong way round, so that you have to pull the suture through the tissue against the re-hooks. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned sample. The returned sample determined that one sample that pertained to product code sxmp1b427 was received for evaluation. During the visual inspection of the sample, it was noted that the barbs of the suture were oriented opposite to the correct assembly position. (Incorrect direction). Based on the information currently available, the barbs oriented in incorrect direction was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received, twenty-seven unopened samples that pertain to product code sxmp1b427. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damage or thread holding the needle upside down, and no defects were observed during the evaluation. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: * could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information no patient damage reported * please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Nurse (B)(6).